Event description:
It was reported that the fowler was not operating properly due to a bent gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fowler was not operating properly due to a bent gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler was stuck in the low, flat position. This will result in caregiver annoyance; however, it is not likely to harm the patient as the fowler was stuck in the desired position for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.